Manufacturer narrative:
The right ventricular lead was not explanted as stated in the b5 of the initial report.

Event description:
New information noted the patient presented in clinic for follow-up. The noise on the right ventricular lead was oversensed. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was discharged after the surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with noise on their right ventricular lead. The lead was explanted. Further information was requested, but not provided.